Event description:
It was reported that during a lap cholecystectomy procedure the device was fired onto the cyst duct and the clip was malformed. One leg of the clip was straight out and the other leg was bent. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.